Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during right lung lobe resection, the stapler was incomplete closed. Half of the staples could be fire while half of the staples could not be fired. There was no patient injury.